Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was failed to open when tried to put back medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer did not open. A field service engineer (fse) had found that drawers seven and eight on the cabinet were not populating. The customer had been unable to access those drawers and opened the back panel. The fse inspected that section and noticed that the lights on the board were not completely lit. The station was shut down, and the fse proceeded to replace the module controller. After replacing the module controller, the fse contacted cubex support for assistance in configuring it. During inspection, a burn mark was noticed on the module controller, and the support agent assisted in testing the drawer issue was resolved. The system functioned as intended after the field service engineer repaired the device.